Manufacturer narrative:
A review of the product history was conducted and there have been no reports of a similar incident to have occurred.

Event description:
The sales representative reported that the surgeon was using the medpor plus sst ez 22mm sphere implant and although the implant fit into the syringe "with a little push," the surgeon had difficulty getting the sphere implant out of the syringe. The sales representative reported that the surgeon used a 15 blade and after working on the syringe for a while, pierce the syringe and was able to peel the syringe open to get the sphere implant out.